Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. It was stated ¿precipitate was found in the syringe. Foreign matter was identified after sterile solution was drawn up, white specs were seen. The compounding staff grabbed a different syringe and continued pulling solution out of the vial to assess and there was foreign matter in that syringe¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received a sample syringe for evaluation from lot, 7326554. Our quality engineer visually inspected the returned sample and confirmed that there appeared to be foreign matter on the syringe. Upon further investigation it was determined that the foreign matter was a drop of silicone. Based off of the results of the visual inspection the engineer was able to verify the reported issue of foreign matter. Silicone was used during the assembly process and has been determined to not be detrimental to patients. This appeared to have been an isolated incident as this was the first report of foreign matter for this lot. A review of the device history record revealed zero defects found during this production run. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. It was stated ¿precipitate was found in the syringe. Foreign matter was identified after sterile solution was drawn up, white specs were seen. The compounding staff grabbed a different syringe and continued pulling solution out of the vial to assess and there was foreign matter in that syringe¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. It was stated ¿precipitate was found in the syringe. Foreign matter was identified after sterile solution was drawn up, white specs were seen. The compounding staff grabbed a different syringe and continued pulling solution out of the vial to assess and there was foreign matter in that syringe¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received a sample syringe for evaluation from lot, 7326554. Our quality engineer visually inspected the returned sample and confirmed that there appeared to be foreign matter on the syringe. Upon further investigation it was determined that the foreign matter was a drop of silicone. Based off of the results of the visual inspection the engineer was able to verify the reported issue of foreign matter. Silicone was used during the assembly process and has been determined to not be detrimental to patients. This appeared to have been an isolated incident as this was the first report of foreign matter for this lot. A review of the device history record revealed zero defects found during this production run. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. It was stated ¿precipitate was found in the syringe. Foreign matter was identified after sterile solution was drawn up, white specs were seen. The compounding staff grabbed a different syringe and continued pulling solution out of the vial to assess and there was foreign matter in that syringe¿ there was no report of injury or further medical intervention.